Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant on the next day check, it was found that the right ventricular (rv) lead had pulled back. The rv lead was then explanted and replaced with a new lead. No patient complications have been reported as a result of this event.